Event description:
It was reported that during a sigmoidectomy procedure, an air leak sound was heard when the operation was started. The doctor found that the inner rubber had been stretched. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.